Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the imaging system was not powering on or receiving any power to the mobile view station (mvs). The issue was discovered when trying to power on the imaging system for the day. No patient was present. The medtronic representative discovered that the mvs power cable was damaged; one of the leads was giving high resistance. The mvs power cable was replaced. A successful system checkout was performed which verified that the issue was resolved. The power cable was discarded onsite and was therefore unavailable for analysis. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was not powering on or receiving any power to the mobile view station (mvs). The issue was discovered when trying to power on the imaging system for the day. No patient was present. The medtronic representative discovered that the mvs power cable was damaged; one of the leads was giving high resistance. The mvs power cable was replaced which resolved the issue.